Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an upgrade. The left ventricular lead was extracted at implant due to the guidewire being stuck in the lead. The physician noted a kink in the wire. The lead was not used and replaced. The patient's condition was stable before, during and post procedure.

Manufacturer narrative:
Final analysis confirmed the field complaint. The coil at the connector region was offset. The lead was otherwise normal.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the field complaint. The coil at the connector region was offset. The lead was otherwise normal.